Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact. Submission was delayed due to masimo identifying unauthorized activity on the company's on-premises network. Upon detection, masimo activated its incident response protocol and incident containment measures including proactively isolating impacted systems, which resulted an inability to access our electronic complaint files preventing us from submitting mdrs on time.

Event description:
The device turns off intermittently, despite being connected to the power supply, and does not stay on. There was no patient impact or consequences reported.